Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated instrument was analyzed. The instrument was found to have a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage was observed. Additionally, the instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on both side of the bipolar yaw pulley. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.076¿ - 0.247 in length and were not aligned with the tube axis. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, a fenestrated bipolar forceps had a broken bipolar cable. There was no report of patient involvement.

Manufacturer narrative:
An RMA was issued to evaluate the fenestrated bipolar forceps instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.